Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Blood glucose level at the time of the incident was 184 mg/dl. Customer stated that a piece of the reservoir compartment had cracked and come off. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.